Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had a crack near drain port of crm assembly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Drain port of crm assembly not fixing properly. Crm assembly replaced with new one. Checked and performed all required tests, found ok. Unit observed more than 1 hr. No issue found. Handed over the equipment to the customer in good working condition.

Event description:
N/a.